Event description:
Performing alcohol ablation with md. Representative/ceo of embolx company brought in sniper balloon occlusion microcatheter 165 cm to be used for procedure; representative remained in procedure. After second inflation of the balloon, the balloon would not deflate and it became lodged in vessel and ruptured in vein. No harm came to patient and no fragments were left behind. Representative was aware of balloon rupture and took the ruptured balloon with him/her.